Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they had no delivery alarms. Customer's blood glucose was unknown mmol/l. Customer stated that insulin pump is correctly detecting blockage because they are unable to push insulin through unless they push hard. The customer was advised it appears that an occlusion is forming in tubing during use. Customer tried different vials of insulin but they are all the same lot. Customer was advised to change infusion set and reservoir, if problem persists get a different lot of insulin. Customer was advised to call if problem persist.